Event description:
A pt experienced post-obstructive pulmonary edema after biting down on the airway tube of a laryngeal mask airway during recovery. The pt went on to develope adult respiratory distress syndrome and was hospitalized for 1.5 months, some of the time in the intensive care unit on a ventilator. The pt is still complaining of decreased pulmonary function and neuromuscular and joint sequelae 2 years later. The pt is reportedly still undergoing physical therapy.